Manufacturer narrative:
Concomitant product(s): product ID: 977a160, serial# va0kwa5008, implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported stimulation in an undesired location. The stimulation was not going to where she needs it to go since implant on (B)(6) 2015. No steps were taken to resolve the issue. The area of pain was too large for the stimulator to function. If additional information becomes available, a follow-up report will be sent.